Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the nc trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The force applied while encountering resistance likely contributed to the reported separation.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, 99% stenosed lesion in the distal left anterior descending artery. After crossing the lesion with the guide wire, the nc traveler 2.25 x 15 mm balloon catheter was advanced but strong resistance was met. However, the nc traveler balloon catheter was advanced while encountering resistance and kinked and then the shaft separated approximately 30 cm from the hub. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.